Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID neu_recharger_acc, product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for multiple back operations. It was reported that the recharger was not charging. There was a broken connector on the desktop charger. The patient had no stimulation sensation. The patient received a new desktop charger and was able to recharge with 8 coupling bars but the stimulator battery was not increasing in battery status. The patient had been recharging for 8 hours and the battery was still at ¼ battery. They were also not hearing a beep when they started to recharge. Upon return of the desktop charger to repair it was found that the connector was broken. The cable assembly with the broken connector was replaced.